Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, rv lead pace impedance was greater than 3000 ohms on (B)(6) 2015. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead encountered high thresholds and high impedance. During lead revision procedure the physician could not access the ventricular subclavian and the patient was transferred to a different healthcare facility for lead explant and replacement. Subsequently, the rv could only be explanted partly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Analyst commented, the returned partial lead in segments was thoroughly analyzed (including destructive analysis) in an attempt to find an explanation for the high threshold and high impedance described in the event. There were no anomalies observed on the returned partial lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned in several pieces and with severe explant damage. The full lead was not returned.